Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient is in stable condition. Films are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during removal of an optease filter it tilted and the hook could not be engaged. An additional attempt was made with an unknown guidewire but in the attempt the filter tilted further, became deformed and the guidewire separated at about 30 cm from the distal end. The filter and the separated wire remained in the patient body. Surgical remove is now considered. The optease ivc filter was placed in a supra-renal ivc of pregnant female. After the patient gave birth by caesarean section, filter removal was considered. However, the patient had still dvt and the procedure to displace the filter in order to prevent the endothelialization was attempted. After 14 days from implantation, the procedure was conducted. First, the physician tried to snare the hook of the filter, but it failed because the hook was too close to the vessel wall due to inclination. Therefore, the physician delivered the 0.018inch guidewire (unknown) and pulled the body of the filter by the guidewire, which caused further inclination and deformation of the filter. The guidewire was trapped by filter and in the end it separated at about 30 cm from the distal end. It is unknown how the dvt was documented, diagnosed or the extent of it. There was no thrombus present at the delivery site. It is also unknown if the patient was on anticoagulation therapy or if the patient continued on any anti coagulation therapy after placement of the filter. Contraindication for anticoagulation was due to the caesarean section. The patient did not have recurrent pe. Pre and or post imaging were completed but there is no information about the size and shape of the vena cava. The size was estimated. The size and brand of guide wire and the snare used in the attempted removal of the filter are unknown. There was no surgical intervention performed to remove the separated guidewire that remained in the patient¿s body.

Manufacturer narrative:
During removal of an optease filter, it was reported that the filter tilted and the hook could not be engaged. An additional attempt was made with an unknown guidewire but in the attempt the filter tilted further, became deformed and the guidewire separated in the patient. The filter and the separated wire piece remained in the patient. Surgical removal is now considered. Initially, the optease ivc filter was placed in a supra-renal ivc of a pregnant female. After the patient gave birth by caesarean section, filter removal was considered. However, the patient was reported to continue to have deep vein thrombosis (dvt), so a procedure to ¿displace the filter in order to prevent the endothelialization was attempted¿. After 14 days from implantation, the procedure was conducted. First, the physician tried to snare the hook of the filter, but it failed because the hook was too close to the vessel wall due to inclination. Therefore, the physician delivered the 0.018inch guidewire (unknown brand) and pulled the body of the filter by the guidewire, which caused further inclination and deformation of the filter. The guidewire was trapped by the filter resulting in separation of 30 cm of the wire from the distal end. There was no thrombus present at the delivery site. Contraindication for anticoagulation was due to the caesarean section. The patient did not have recurrent pe. Pre and or post imaging were completed but there is no information about the estimated size and shape of the vena cava. The size and brand of guide wire and the snare used in the attempted removal of the filter are unknown. There was no surgical intervention performed to remove the separated guidewire that remained in the patient¿s body. The patient is in stable condition. Procedural films are not available. The product was not returned for evaluation. The lot number of the complaint product was unknown. A review of the manufacturing documentation associated with the most likely lot number provided by the reporter presented no issues during the manufacturing process that can be related to the reported complaint. The cordis optease® retrievable vena cava filter (retrievable filter) is designed for deployment below the lowest renal vein in the inferior vena cava (ivc). In this case, the filter was implanted supra-renal ivc. The IFU instructs to select the correct loop diameter size of the microvena amplatz goose neck, use the recommended guidewire and the optease retrieval catheter to remove the filter. In this case, it was unknown what devices were used for the procedure. The IFU does not provide instructions to ¿displace¿ the filter to prevent endothelization in cases where extended time of filter deployment is needed. The IFU indicates that the optease retrievable filter can be retrieved up to and including 12 days after placement (ce mark). The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. Based on the information available for review, the reported difficulty to engage the hook was due to the tilted condition which resulted in damages to the filter and the separation of a piece of the wire. Without films of the filter deployment procedure nor films of the attempts made to ¿displace¿ the filter available for review, it is not possible to determine what factors may have contributed to the filter tilt. However, there are procedural factors that may have contributed to the resulting damages caused to the filter and separation of the unknown wire during the difficulty encountered to engage the hook. Based on the device history record review of the lot provided, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.